Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The unit was received pressurized. The enclosures were damaged. A functional evaluation was performed. The device passed the weight test. There were no issues with the clamp assembly. The distal quick connect functioned as designed. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The device was left pressurized for 10 minutes and each test was repeated. The quick connect assembly functioned as designed. The reported complaint of ¿losing traction¿ was not confirmed. The evaluated failure of ¿broken¿ was confirmed. Factors that could have contributed to the evaluated event include an impact event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review regarding ¿losing traction¿ concluded that this was a repeat issue. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the spider was broken, it had a loss of traction. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.